Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet with humalog experienced a low blood glucose event to 53 mg/dl about five hours after a meal announcement, confirmed by fingerstick, and occurring within the device¿s early adaptation period since initiation. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low glucose outside the target range for approximately 30 minutes without the need for professional medical intervention or backup therapy. Investigation included a complaint review and user interview focused on recent settings, insulin usage, device status, cgm targets, exercise, and meal behaviors. Investigation of this case revealed no device alarms, no changes to targets, weight, or time settings, no disconnection during exercise, no additional insulin, and no calibration discrepancies; a potential algorithmic overcorrection following prior glycemic dynamics during the initial learning phase could not be ruled out, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.